Event description:
Patient had taxus stent placed. Pt entered hosp four days later with chest pain. Angio revealed total occlusion of coronary artery at site of previous stent placement. (2 stents placed in lad).